Event description:
Additional information was received indicating this patient had been lost to follow-up, and the physician decided not to replace the implantable cardioverter defibrillator due to the patient's age and health. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Boston scientific technical services (ts) discussed that it had been implanted for 16 years which was long past the device's expected longevity, and it was unlikely to be responsive and therapy would not be available. The device remains in service. No adverse patient effects were reported.